Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation revision with 325cc textured mentor siltex round moderate profile experienced right-sided implant deflation postoperatively. As a result, the patient underwent explantation on (B)(6) 2015, and ultimately underwent replacement with 300cc mentor siltex round moderate profile saline breast implant, catalog # 3542645, left lot-serial # (B)(4) and right lot-serial # (B)(4) on (B)(6) 2015.